Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful because it could not be fixed in the process of placement, and the rv lead exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.